Event description:
A customer reported an issue where their pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer had previously experienced this issue with the same pump and acknowledged that wearing the pump against the skin without a case could trigger the alarm. Insulin was not suspended, and although the customer reset the pump, they continued to face cartridge change errors. Tips for preventing altitude alarms were provided, and the issue was escalated due to ongoing cartridge change errors.